Event description:
On (B)(6) 2015, we received notification from the sorin group that there have been cases of non-tuberculous mycobacteria endocarditis or deep infection following cardiac surgery during which the heater cooler device was used. New cleaning instructions were attached to the notice. We immediately began to clean our two operating machines using the new instructions. We also sent off water and air samples as was advised. Up to this time all the air samples have been negative for non-tuberculous mycobacteria. On (B)(6) 2015 we were notified that some of our water samples were positive for bacteria. On (B)(6) 2015 we received and installed the recommended water filter to the incoming water and await the water sample results post filter placement. Dates of use: 2011 to current. Diagnosis or reason for use: open heart surgery.